Event description:
Caller reports electrical contacts of this inform base are melted. The associated inform meter also shows signs of melted electrical contacts. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for inform meter, medwatch with (B)(6) is for inform base.